Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 107 was not reproduced. A review of the event history log revealed 'system error 107'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be loose gears. The gears require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 107(pic cam error). This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.